Event description:
A report was received that the pt underwent a pocket revision due to the ipg moving around inside the pocket site. The pt is doing well following the revision.

Manufacturer narrative:
This is the final report.